Event description:
Ethicon harmonic® 1100 shears used in case with doctor and registered nurse failed to activate. (Patient medical technical assistant). Product model/number: har1136, lot/serial: (B)(6). Paperwork filled out.